Event description:
A spouse who is also a nurse of a consumer called for medical information and also reported adverse events. Consumer had two "velocity stents" implanted in the right coronary artery (rca) and two "velocity stents" in the left anterior descending (lad) coronary artery in 2002. Two years after the stents were implanted; the consumer was experiencing shortness of breath. A cardiac catheterization diagnosed a blockage in the rca and treatment was two cypher stents implanted in the rca. The reporter stated there were no problems with velocity stents in the lad. She stated she did not know the lot numbers of the velocity stents and the cypher stents. The reporter refused to provide any additional information.

Manufacturer narrative:
The product is not available for evaluation. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00102 and 1016427-2011-00103. The complaint received states that approximately two years after implantation of two unknown velocity stents the patient had coronary artery restenosis. The patient is male of unknown age and medical history. The information was received when the patient's wife called for medical information and to report adverse events. The spouse reported that in 2002, the patient had two velocity stents implanted in the right coronary artery (rca) and two velocity stents implanted in the left anterior descending (lad) coronary artery. The indication for cardiac angiography is unknown. Approximately two years post implantation, the patient experienced shortness of breath. Cardiac angiography revealed coronary restenosis of the rca stents. The lad stents were reported to remain open. Two cypher stents were implanted to treat the restenosis without report of difficulty. The reporter was unable to provide size or lot numbers for the velocity stents. No further information has been available to date. (B)(4): there is no sterile lot number information available thus no DHR could be performed. (B)(4): there is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the instructions for use (IFU). In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited information does not suggest what other factors may have contributed to the reported event.